Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they are in so much pain since a couple days ago. Patient stated they are not getting a charge on the implant and she is not feeling the stimulation. Patient stated they used to be able to feel stim when they sit down but they are not feeling stim. Agent asked patient to connect with the controller and controller show implanted neurostimulators 100% and controller 49% charged and therapy is on. Patient service confirmed patient did not have a fall or trauma. Patient services asked patient if they have other groups to try and patient said she is on group a with program 1 at 6.7v and they has never had the intensity that high and p1 is on. Patient switched to group b, p1 at 6.8v. Agent recommend patient try either setting and maybe adjust the intensity and consult with doctor's office for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.